Manufacturer narrative:
The pod was evaluated and a malfunction was identified. The clutch spring had not been released from the spring latch preventing the drive from being engaged, which prevents the plunger from advancing during drug administration and could have contributed to reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 283mg/dl while wearing the pod between 4 and 24 hours. She treated by manual injection and activating a new pod. The product was returned for evaluation. (B)(6).